Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to transport a (B)(6) male, the device would inappropriately reboot. Complainant did not indicate that there was any adverse effect tot he pt due to the reported malfunction.